Event description:
It was reported that a luer activated valve solution administration set had dirt inside the chamber. It was not specified when in the process this occurred; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was received for evaluation. Visual inspection revealed a stain in the plastic of the drip chamber. The reported condition was confirmed. The stain was determined to be a moulding burn mark created during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.